Manufacturer narrative:
(B)(4). D10: unknown cup unknown unknown head unknown unknown liner unknown g2: foreign: australia no additional information is available from the surgeon; therefore, no attempts have been made to obtain further product identification details. Suggested component code- mechanical (g04): stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that the patient underwent a hip procedure on an unknown date and was implanted with zimmer biomet products. Subsequently, the patient was revised due to infection. It was reported that no further information is available.